Event description:
Related manufacture reference number: 2017865-2023-21422. It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the leadless pacemaker was difficult to position. During repositioning, the patient experience discomfort. Cardiac perforation, cardiac effusion, and low blood pressure was noted. Pericardiocentesis was performed and the patient stabilized. The leadless pacemaker was not implanted on (B)(6) 2023. The patient is recovering from procedure.